Event description:
It was reported that the camera system shut down during a case. After shutting down the console showed an error on the screen. After this occurred the nurse turned the console off and back on, however the only picture received was black.

Manufacturer narrative:
A 1288 camera control unit catalog #1288010001 serial number (B)(4) was returned to stryker endo for investigation and reported failure was confirmed. No problem during visual inspection of the ccu: free from dents, scratches, no dust from cover and chassis. No unusual markings. On analysis and testing of camera control unit (ccu) model 1288 serial number (B)(4), it was determined that there was a broken trace on the flex board causing an e1 error on the screen. On the second issue: upon consultation with r&d regarding the black screen, it was found that this issue is related to the vxp chip on the digital board. The issue was reproduced after the unit was power cycled more than 200 times and tested for several days. After the transition board was replaced the ccu was inspected and the unit passed all the tests. The ccu has the most current software. Root causes: the flex connector on the transition board that communicates to the main board had a broken trace causing an e1 error. Genus (vxp) chip located on the digital board sporadically causes a black screen when starting the ccu. In sum, the product was returned for investigation and the failure mode was confirmed.

Event description:
It was reported that the camera system shut down during a case. After shutting down the console showed an error on the screen. After this occurred the nurse turned the console off and back on, however the only picture received was black.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.